Event description:
Patient placed on table for MRI exam. While table was moving into position patient's skin on right upper arm was pinched/scraped. Patient experienced pain at time of incident. Exam was performed and patient sent to walk in care for treatment. The patient has a superficial abrasion just medial to the medial epicondyle. There is some bruising. Minimal swelling, minimal tenderness. No laceration or any injury that requires suturing.

Event description:
Patient placed on table for MRI exam. While table was moving into position patient's skin on right upper arm was pinched/scraped. Patient experienced pain at time of incident. Exam was performed and patient sent to walk in care for treatment. The patient has a superficial abrasion just medial to the medial epicondyle. There is some bruising. Minimal swelling, minimal tenderness. No laceration or any injury that requires suturing.